Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to the high pressure tubing that was disconnected from the o2 tank. The high pressure tubing was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was observed by a zoll approved service provider. However, the device is currently in the process of transferring ownership and has not yet been received for evaluation. Without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.